Event description:
Lot of swelling [swelling]. Knee pain / lot of pain / pain radiating out from the knee [arthralgia]. Difficult to walk [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2013 from a male pt (age not provided), initials: (B)(6). The pt's medical history was significant for the previous use of cortisone injections in the knee. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan gf-20) at a dose of 2ml (frequency and route of administration not provided), in a unspecified knee. It was reported that the physician had removed a lot of fluid from the knee before injecting synvisc. The lot number for synvisc was not provided. It was reported that the pt experienced a lot of knee pain since injection which was horrible and radiating out from the knee. On unspecified dates in (B)(6) 2013, the pt experienced swelling and it was difficult to walk. On an unspecified date in (B)(6) 2013, the pt had pain pills and anti-inflammatories. The pt also had two vicodin (hydrocodone bitartrate, paracetamol) and got relief for a couple of hours. On an unspecified date in (B)(6) 2013, the pt received treatment with prednisone (prednisol pack) for the event of knee pain and swelling. The pt stated that he had been icing. It was reported that "the pt had been up on the knee a lot since having the injection, more than he wanted to be". The action taken with synvisc treatment was not provided. The outcome for the events of swelling, knee pain, difficult to walk was not provided. The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided by the consumer.

Manufacturer narrative:
Additional info was received on (B)(6) 2013 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specific conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaint. MFR's comment: the benefit-risk relationship of the product is not affected by this report.